Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported intermittent audio output.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Patient's mother relayed to dexcom technical support that device did function when on high alert mode. Dexcom has issued an rga for patient's mother to return the device to be investigated.